Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with an st-elevation myocardial infarction (stemi). The target lesion was located in the circumflex (cx) artery. A synergy¿ drug eluting stent was implanted to the target lesion. However, stent thrombosis occurred within 30 days post procedure. The clot was then cleared and two more synergy stents were placed in the patient and the procedure was completed. No further patient complications were reported and the patient's status was fine.